Event description:
A malfunction alarm was reported, identified as malf 12, with fault ID 0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction happens again.